Event description:
It was reported that during a da vinci-assisted surgical procedure it was discovered that the tenaculum forceps had a broken or loose cable. The procedure was completed with no reports of patient injury. Intuitive surgical inc (isi) has made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A log review was performed for the tenaculum forceps instrument reported in this complaint (part #: 470207-08/n10170829 0001) and the following was found:  the instrument was last used on (B)(6) 2021. The instrument had 2 uses remaining and was not used for any subsequent procedures. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.